Manufacturer narrative:
Correction made to g1: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Previously submitted as: ecm - baxter healthcare ¿ haina, piisa industrial park antigua, carretera sanchez km 18 1/2, haina, san cristobal 91000, dominican republic. Additional information was added to h6 and h11: h11: the actual devices were not available; however, four (4) photographs of the samples were provided for evaluation. The photographs were reviewed and did not show visual evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with five (5) homechoice cassettes. The cassettes did not fit correctly with the spikes. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.